Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The lead exhibited elevated sensing integrity counter (sic) and reproducible noise with patient movement. The rv lead remains in used. No patient complications have been reported as a result of this event.